Manufacturer narrative:
Device evaluated by manufacturer: a promus premier select ous mr 28 x 3.00 mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal stent region were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent od (outer diameter) was measured and the results were within max crimp stent profile measurement. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22feb2021. It was reported the there was difficulty crossing the lesion. A percutaneous transluminal coronary angioplasty was being performed. Vascular access was obtained via the femoral artery. The target lesion was located in the 2.75 in length and 24mm in diameter moderately tortuous left anterior descending artery. This 28 x 3.00 promus premier select drug eluting stent was selected, but the device was unable to cross the lesion. The procedure was completed with another of the same device. However, device analysis revealed stent damage.